Manufacturer narrative:
Suspected device evaluated by ok biotech and calculated that the meter operated within specifications. We tested the standby current of the returned meter, the result was 1.3¿a. The criteria is <55¿a. Pass. Meter setting, audio and all buttons function are ok. We tested the suspected meter with in house control solution and in house strips (strip lot number:d160526-1). The control solution tests for level low were 53/58 mg/dl, for level high were 251/253 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 190~290 mg/dl. All results were within the acceptance range. Pass. According to pdc, patient's strip lot number is d160711-1, but patient did not return his strips. We tested the retain strips (same strip lot as patient's strips), the control solution tests for level low were 59/60 mg/dl; for level high were 270/273 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 190~290 mg/dl. All results were within the acceptance range. Pass.

Event description:
It was reported that medical attention was sought on (B)(6) 2017 at 10:00 after receiving inconsistent blood glucose test from his prodigy diabetes meter. The end user stated that he passed out in his car and when he woke up he was in the hospital. He also performed a blood glucose test earlier in the morning before he sought medical attention and the result was 191 mg/dl. The end user was not able to recall any details of the medical event as it relates to any treatment administered, how he was transported to the ER and any blood glucose readings. After several hours in the ER he was discharged and instructed to follow-up with his pcp. No additional details were provided.